Manufacturer narrative:
Same issue as previously reported adverse event FDA report number 2649622-2020-21294. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to elevated sensing integrity counter (sic) and high rate non-sustained episodes. Additionally, the rv lead exhibited undersensing and oversensing during ventricular fibrillation (vf) and non-sustained episodes that possibly delayed vf therapy. The patient experienced cardiac arrest. The rv lead remains in use. No further patient complications have been reported as a result of this event.